Manufacturer narrative:
Continuation of d10: product ID: wr9200, lot#serial#: (B)(6), product type: recharger, product ID: cd9000, lot#serial#: (B)(6), product type: multiple therapy product. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot#: (B)(6), product ID: cd9000, serial/lot#: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger (wr) system malfunctioned. It was unknown if there were any contributing factors. The patient could not load the system. The patient is without therapy because the charger does not work. No intervention was taken. A replacement was requested. There was no injury as a result of the event. Additional information stated that the replacement recharger did not resolve the issue. The system was reset and communication was attempted through the app but was not successful.